Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller said the patient got a low battery message yesterday. The recharger antenna was not working, and the battery of the recharger wasn¿t charging from the wall. It was reported that the patient was in the hospital when this happened (not said to be related to device/therapy). Technical services attempted to start a recharging session with the recharger. The caller indicated that the coupling fluctuated between 0 and 8 bars. The caller indicated that the recharger indicated the ins was 50% charged and confirmed the recharger was working correctly. The caller disconnected the recharger from the a/c adapter and the recharger continued to charge as normal. The caller noted that the stimulation icon on the recharger showed that stimulation was off. It was reviewed how to turn it back on and stimulation was on and ok. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the hcp didn¿t know about the situation with the patient and weren¿t notified of the event. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.